Event description:
It was reported that the system 9600emi had no image or that the image was "all white". There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Reseated all circuit boards and cables as a preventative measure. The system was tested and found to be working as intended and placed back into service.